Event description:
In 2007 dr performed a sinus lift procedure where a considerable tear in the sinus membrane occurred. Patient presented in dr's office at about 2 weeks later, with a sinus infection. Antibiotic was prescribed to patient exact prescription and date is unknown. Dr reported that patient will be seen by an ear, nose and throat specialist. No other information has been reported from the dr. Patient is assumed to be recovering without any further complications.